Manufacturer narrative:
Correction: describe event or problem. Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an over infusion - chemo was not determined because no products or device logs were returned.

Event description:
It was reported there was a report of over infusions of chemotherapy. The medication bag was found to be empty more quickly than expected. The pumps were sent to the hospital biomed, however the hospital biomed could not recreate the issue. No specific event details were provided. There was patient involvement, however outcome is unknown.

Event description:
It was reported there were two over infusions of chemotherapy. The medication bag was found to be empty more quickly than expected. The pumps were sent to the hospital biomed, however the hospital biomed could not recreate the issue. No specific event details were provided. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.